Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the placement procedure (bend of the arm- the crease at elbow flexure), after removing the needle and inserting the sheath (peel away introducer), the sheath of the peel away wrinkled. As a result, another manufacturer's device was used for the procedure. Device imaging identified hangnail (split) damage and bulging at the distal tip of the sheath.